Event description:
Upon review of the event history log by a baxter (B)(4) technician, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. The device is a colleague infusion pump with user interface module version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:11 was confirmed during product evaluation. However, the root cause was not identified. The tubing was cleaned and dried to correct the reported problem. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.